Event description:
Premature deflation of an internal bolster. The deflated internal bolster remained in abdominal cavity and caused peritonitis. The operation was performed immediately. The indwelling period was 7 days.

Manufacturer narrative:
The device was not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.